Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. A pump system check was performed and the occlusion was found to be within the cartridge. Additionally, there was a leak that originated form the cartridge septum. During the pump system check, a new cartridge was loaded and insulin was successfully resumed. Reportedly, the cartridge had been in use for 3-4 days. Tandem technical support advised the customer to change their cartridge within 72 hours in order to stay within labeling. The customer's blood glucose (bg) level was 360mg/dl and a correction bolus was delivered to address the bg level.